Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13112. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the atrial lead exhibited oversensing of noise that was present during isometrics. It was also noted that the right ventricular lead exhibited high pacing impedance and high capture thresholds. The leads were explanted and replaced. The patient was stable.